Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable low elecsys tsh assay result for one patient sample. On (B)(6) 2017, the result at another site using a cobas e601 analyzer was 10.54 uiu/ml. Refer to the medwatch with a1 patient identifier pt-(B)(6) for evaluation of this result. On (B)(6) 2017, the patient was tested at this site and the result for a new sample was 3.96 uiu/ml. Initially, this result was believed to be correct as the doctor was expecting a normal tsh result. Later, the customer believed this result may have been incorrect due to a preanalytical mistake or mix up with the sample. On (B)(6) 2017, a new sample was taken from the patient and the tsh result at another site using a cobas e601 analyzer was 6.75 uiu/ml. The sample was tested again on another cobas e601 analyzer and the result was 6.78 uiu/ml. On (B)(6) 2017, the field service representative tested the sample on a cobas e602 analyzer at another site and the result was 7.06 uiu/ml. On (B)(6) 2017, the field service representative tested the sample at another hospital and the result was 6.87 uiu/ml. The patient was not adversely affected. The reagent lot number was 18927900. The expiration date was requested but was not provided. The quality control results were within specification on the day of the event. A specific root cause could not be determined. From the calibration and control data, a general reagent issue could most likely be excluded. Typical causes for this type of event include issues with sample quality such as foam or bubbles on the sample surface, tilted tubes leading to pipetting issues, or a fibrin clot or stands in the sample or issues due to insufficient maintenance of the analyzer.